Event description:
The patient reported that their 1is device worked fairly well for about 2 years. The patient stated that they would urinate often with no control. No steps were taken to resolve the ins not working.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient's device had never worked, there were issues with the device, and it had since been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.